Manufacturer narrative:
(B)(4). Item #: unknown, unknown base plate, lot #: unknown. Item #: unknown , unknown humeral stem, lot #: unknown. Item #: unknown , unknown glenoid head , lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product was retained by the hospital. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 01952, 0001822565 - 2021 - 01959 . Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent left shoulder revision an unknown number of years post implantation due to dislocation. During the procedure, the poly liner was noted to have disassociated, the poly liner was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.